Event description:
It was reported that during a device change out, this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode recorded a shock impedance measurement of one ohm at induction testing. The newly implanted device was then removed and replaced, however the same impedance measurement was achieved. This electrode was subsequently explanted and replaced. These products are expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a device changeout, this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode recorded a shock impedance measurement of one ohm at induction testing. The newly implanted device was then removed and replaced, however the same impedance measurement was achieved. This electrode was subsequently explanted and replaced. These products are expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 140 and 155 centimeters (mm) from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed low out of range impedance code.